Manufacturer narrative:
The device was not returned for evaluation. A review of the production record for this lot was not performed because the lot number was not reported and the product was not returned for analysis. Corrective and preventive actions review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number - a partial UDI was provided as the lot number is not known. D4, h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The additional vessel closure device referenced in b5 is filed under a separate manufacturing report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two prostyle cuff misses [suture retrieval issues] were noticed. The sutures of two new prostyle devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.